Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2016 due to low blood glucose. Customer was hospitalized due to hypoglycemia and stroke. Customer was wearing insulin pump at the time of hospitalization. Customer reported that insulin pump may have over delivered insulin. During troubleshooting, customer reported that drive support cap was recessed on one side. Customer's blood glucose was 123 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test. No physical damage noted during visual inspection.